Event description:
A medwatch was received reporting an event with a merit esophyx device. It was reported that during a tif (transoral incisionless fundoplication) procedure (transoesophageal incision less fundoplication) for gerd and esophagitis. No hernia noted. The esophyx 2 (hd) device implanted. Symptoms worsened. Egd (esophagogastroduodenoscopy) showed a medium hiatal hernia with tif surgical wrap inside hernia. Surgery incarcerated type 2 para esophageal hernia with ge (gastroesophageal) junction and stomach in mediastinum. Extensive dissection. Tif scarred and left in. "On (B)(6) 2023, I had a tif (transoral incisionless fundoplication) procedure (transesophageal incisionless fundoplication) for gerd and esophagitis. No hernia noted. Esophyx 2 (hd) device implanted. Symptoms worsened. Egd(esophagogastroduodenoscopy) (B)(6) 2026, medium hiatal hernia with tif surgical wrap inside hernia. Surgery (B)(6) 2026, incarcerated type 2 para esophageal hernia with ge (gastroesophageal) junction and stomach in mediastinum. Extensive dissection. Tif scarred and left in."

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. Follow up will be sent when the investigation is completed.